Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head failed its uplink test and its cable was replaced to resolve. Concomitant product: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer's stylus was unable to be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event. (B)(6) 2015 ((B)(6)) it was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.